Manufacturer narrative:
The insulin pump received with intermittent button response due to corrosion on keypad traces and to unlocked lcd keypad connector. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, crack on the lcd display window, minor scratcheson lcd display window, cracks on the reservoir tube lip, and crack onthe belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was not performed. The device was returned for analysis.